Event description:
The neurostimulator was explanted and returned to the manufactuer for analysis because the programmer was unable to interrogate the device. The patient needed a lot of drugs to control symptoms. A follow up report will be sent when additional information is received.

Manufacturer narrative:
H6: final device analysis results revealed broken welds at the bond wire pads.